Event description:
Approximately 6 weeks ago, I found myself with a very serious eye infection. I was in a lot of pain and went to the local lenscrafter, who called a specialist and had me seen immediately. I was prescribed an antibiotic and eye drops for pain. The infection would seemingly seem better for a couple of days, and then it become painful again. Yesterday, it was extremely painful and I went to see the specialist. - dr - again. It seems that I have developed an ulcer in that left eye. He prescribed stronger antibiotic eye drops and told me to call him on his cell phone if it become worse this week-end. I found out that there is a recall on the amo complete moisture plus contact lens solution, which is the solution I have been using. It was the solution I bought for my purse, in case I had a problem while away from home. A few of months ago, I had ran out of my normal solution, and decided to go ahead and use the amo instead of running to the store and buying my normal solution.. Besides I know that contact lens solution has an expiration date. Now, I deeply regret that decision. The amo complete solution moisture plus contact lens solution I have is the following: lot: ab02528 exp: 07/2008, here is alo an additional number on the bottle which I do not know what it designates. Dose: 4 oz. Bottle. Frequency: na. Diagnosis or reason for use: cleaning contact lens. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.